Event description:
It was reported that the micro drill medium straight attachment was being tested at the manufacturer's facility when testing was aborted due to the handpiece wobbling and shaking. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
Upon disassembly for visual inspection corrosion was found on the upper and lower bearing and the upper bearing was shattered.